Event description:
A medtronic representative reported the surgeon was inaccurate using the fusion in an ent procedure. The surgeon placed the tip of the instrument on the cochlear and was inaccurate by 2-3 mm inaccurate inferior. The surgeon then did a pointmerge registration using 6 points. The surgeon opted not to attempt adding another point to the pointmerge registration, discontinued use of the fusion navigation system and completed the procedure. There was no impact on patient outcome.

Manufacturer narrative:
Patient weight unavailable from site. Software has not been evaluated as of the date of this report.